Event description:
The penumbra neuron delivery catheter 070 was flattened about 5 cm from the tip. The problem was noticed after the catheter was opened, and was not used in a pt.

Manufacturer narrative:
Results: measuring from the distal tip there is an ovalization between 0.0 and 1.5 cm. There are a series of twisting ovalizations between 4.5 and 6.0 cm. There are no other anomalies along the catheter shaft. A 0.070" mandrel was introduced into the hub and advanced distally. The mandrel would not advance further approx 6.5 cm from the distal tip. The catheter is non-functional. Conclusion: the region of the catheter that is damaged is protected during shipping and storage by the packaging mandrel and shipping tube. Therefore this damage likely occurred when the catheter was removed from the package or during preparation for use.